Event description:
Pt status post antegra plate and screws implanted approx (B)(6) 2011 returned to surgeon. Two screws at s1 vertebral body were found broken on an unk date. The screws broke at mid-body. Surgeon is not removing the screws at this time and is monitoring the patient. This is two of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned. Additional info has been requested.